Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: ¿fatigue¿, ¿sleep and concentration disorder¿, ¿leukopenia (starting (B)(6))¿, ¿raynaud syndrome (stiff fingers)¿, ¿food allergies, histamine intolerance and adrenal fatigue (starting '14)¿, ¿reflux disease and gastric mucus inflammation (diagnosed in (B)(6))¿, ¿dizziness¿, ¿nausea and stomach cramps¿, ¿forgetfulness¿, ¿temperature sensitivity¿, ¿joint and muscle pain¿, ¿muscle weakness¿, ¿scleroderma¿, ¿lupus¿, ¿itchiness and rash¿, ¿freezing¿, and ¿hormonal imbalance¿.

Event description:
Patient representative reported left side patient "gel bleeding". The following events are not related to the device "fatigue, sleep and concentration disorder, leukopenia, raynaud syndrome (stiff fingers), food allergies, histamine intolerance and adrenal fatigue, reflux disease and gastric mucus, inflammation, strong pain in the right shoulder, dizziness, nausea and stomach cramps, forgetfulness, temperature sensitivity, joint and muscle pain, muscle weakness, scleroderma, lupus, itchiness and rash, freezing, hormonal imbalance. The device was explanted.